Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would start charging, and a follow-up was planned.